Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c4000 processing module for multiple samples from newborns. The results are 20-25% higher when compared to other methods. The following example data was provided. (B)(6) 2022 sid (B)(6), initial result = 438.8 umol/l, repeat on roche = 341.6 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for elevated total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 59393uq04 and the complaint issue. The overall performance of total bilirubin assay was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 59393uq04 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 59393uq04. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the total bilirubin reagent for lot 59393uq04 was identified.section d4 catalog no was updated from 06l45-42 to 06l45-22.